Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was an issue with irrigation and the footswitch was working intermittently. The procedure was completed using the same console and footswitch. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 8, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on january 23, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and tested. Testing found the returned footswitch to meet specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).